Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt rec'd her scs sys, including an ipg, on (B)(6) 2010. It was reported that the pt attempted to recharge her ipg a few days ago, and her charger indicated the ipg was fully charged within seconds. The pt tried her charger again, but it allegedly showed the ipg was not fully charged. It was reported that the programmer battery icon should a charge over 3/4 full. Attempts to obtain add'l info regarding the issue were unsuccessful. According to the MFR's device registration sys, the ipg remains implanted.